Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy as intended during activation. The needle deployed and did not retract. Blood glucose levels reached 300 mg/dl.

Manufacturer narrative:
The device was received in the fully deployed position. The hard cannula was fully retracted. The exact cause of the failure to retract can not be conclusively determined. The downloaded data shows the device completed 323 pulses, indicating first and second prime were completed, and insulin was delivered. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure to deliver insulin.